Event description:
Shrinkage & hardening of plug, obstruction or blockage of cords, vessels & other structures including vas deferens, irritation of nerves, chronic neuralgia, chronic pain, azoospermia & infertility. One of lawsuits from same law firm.